Manufacturer narrative:
B3, d4: UDI, and g4: 510k are unknown. Device evaluation: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed system fault 46 011. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the pwa. As a result, the pwa was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 46011. It is unknown if there was patient involvement, no adverse patient effects were reported.